Event description:
It was reported that the wanted to know the length of the 190z and 320z leg bags and the patient had been getting the whole time per the vendor, but the most recent shipment seems to long to fit in the leg bag holder they have been using. (19oz) - measures 9.5 x 4.5 and (32oz) - measures 12 x 4.75. This had caused urine to back into the tubing.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: directions for use: 1. Separate notches within circles. Put straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispoz-a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wanted to know the length of the 190z and 320z leg bags and the patient had been getting the whole time per the vendor, but the most recent shipment seems to long to fit in the leg bag holder they have been using. (19oz) - measures 9.5 x 4.5" and (32oz) ¿ measures 12¿ x 4.75¿. This had caused urine to back into the tubing.